Event description:
Device 2 of 2. Ref MFR report #1627487-2013-00525. The pt (B)(6) is implanted with two ipgs. It was reported that surgical intervention will be undertaken at a later date to revise the implant depth of the pt's ipg. The pt reportedly has lost weight. It is unk whether one or both of the ipgs will be impacted by the procedure. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.